Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107: multiple abnormal shutdowns) has been confirmed. Upon investigation the monitor displayed service code 107 upon startup and failed detect and treat testing. The cause for the service code 107 was isolated an intermittent connection of the capacitor charge circuit to ground through pca jumper j1000. The root cause of the intermittent connection of jumper j1000 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 107: mulitple abnormal shutdowns.